Event description:
The patient reported that over the past 3 months or so, they noticed that they are unable to completely charge their implantable neurostimulator (ins). The patient noted having 2 charging bars at the time of the report, but cannot see the "smiley face". The patient asked if their battery could be going bad since it was implanted in 2011. The patient stated that they were going to follow up with their healthcare provider. No patient symptoms were reported. The patient was implanted for chronic low back pain and spinal pain.

Event description:
Additional information received from the consumer reported they were going to follow-up in the new year to see if an exchange needed to be done. It was noted the consumer was currently charging more frequently, but was able to get four coupling bars, and was able to turn the implant on after speaking with someone.

Manufacturer narrative:
Additional review determined that code no longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the battery seemed to be getting weak, wasn't taking a complete charge, and there was poor coupling. It was further reported the consumer turned stimulation off to recharge, and now they couldn't turn stimulation back on even though the implantable neurostimulator (ins) was about 1/4 full so they were having constant pain. According to the consumer the ins was "so superficial you could see it through clothes. Troubleshooting was unable to be performed because the consumer didn't have their patient programmer or recharger with them.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they were recharging too frequently. The patient stated they have to charge it every day because it does not hold a charge and they have been using it every day since they have been in a lot of pain lately. The patient stated it was not giving them that much stimulation. The patient confirmed that they turn it back on after charging following a discharge. The patient had not had any changes to programming. The patient was redirected to their healthcare professional (hcp) if they still had concerns with charging frequently and to discuss symptoms. No further complications were reported/expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they were unsure what caused the recharging issues but that they worked with the 'tech people' and were able to get it charging with no issues. The patient stated that the issue has now been resolved. No further complications were reported.